Manufacturer narrative:
(B)(4). Concomitant medical products ¿ oxford femur, catalog: 154601, lot: 2033803; oxford tibial tray, catalog: 157725, lot: 667095; cobalt bone cement, catalog: 402283, lot: 968910. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient has been indicated for revision of a right partial knee tibial bearing due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. (B)(4).

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.